Manufacturer narrative:
Correction: d8. This report is being supplemented to provide additional information based on the approved final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the reported issue could not be reproduced. It was noted, image sensor unit had abnormality due to improper repair by third-party (insertion tube was repaired by a third party before), which led to the reported event. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a noisy and blurry image. It is unknown when the issue occurred. There was no delay to a procedure reported. There were no reports of patient harm.